Event description:
The customer reported that a pt experienced a ventricular tachycardia episode and the acuity arrhythmia analysis program did not alarm. The pt was not harmed.

Manufacturer narrative:
The customer did not return the device for evaluation. Nonetheless, we were able to retrieve device logs remotely. Our investigation into these logs has not yet been completed.